Manufacturer narrative:
Investigation results: the complaint device was received for product analysis. A visual inspection of the device found that the sheath was torn at the sheath bond near the strain relief. During device to device interaction test, when the rotapro system was connected to the rotapro console and the ablation button was pressed, the device failed to reach optimal speed. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
Reportable based on device analysis completed on 24jun2026. It was reported that device failed to reach optimum speed during procedure. The target lesion was located in the coronary artery. A 1.25mm rotapro was selected for use. During the procedure, the burr dropped pressures multiple times. The procedure was completed with an alternate device. There were no complications, and patient fully recovered after the procedure. However, device analysis revealed that the sheath was torn.